Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A power on reset ram parity error occurred. Critical ram parity error occurred on 2014 (B)(6). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that a flipped bit occurred and the device experienced a power on reset. The error was cleared and clinical data obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).